Event description:
It was reported that during a laparoscopic oophorectomy procedure, air leaked. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 04/16/2012. Information is unavailable; device was not returned for evaluation. Additional information: were any noises heard such as whistling or hissing? Yes. If so, did the noise prevent insufflation? No information. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? No. What was the gas consumption rate or volume (liter/minute)? No information. Were you able to identify where the leak was coming from? Valve. Was a device inserted in the trocar during the leaking? While no instrument was being inserted, air leaked. If so, what device? N/a. Was any torque being applied to the trocar or device? No.